Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pelvic pain female / chronic pain') in a 38-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. Current weight 269 lbs. Concurrent conditions included chronic kidney disease since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, eye infection since 2014, sleep apnea since (B)(6) 2014, breast infection since (B)(6) 2010 and diabetes since 2009. Concomitant products included adalimumab (humira) from (B)(6) 2016, amitriptyline since (B)(6) 2017, buprenorphine hydrochloride (belbuca) from(B)(6) 2015, cyanocobalamin (b 12) from 2010 to 2011, dicycloverine hydrochloride (bentyl) (B)(6) 2014, doxepin from (B)(6) 2015 to (B)(6) 2017, furosemide (lasix) since 2015, gabapentin since 2009, ibuprofen from 2013 to 2014, insulin aspart (novolog) since 2015, insulin glargine (lantus) since 2015, liraglutide (victoza) from 2013 to 2014, lisinopril from 2012 to 2013, ondansetron (zofran) since (B)(6) 2016, pregabalin (lyrica) from 2015 to 2017, sulfasalazine (sulphasalazine) since (B)(6) 2015 and sumatriptan (imitrex) since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and multiple allergies ("allergies") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding."). In (B)(6) 2015, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), autoimmune disorder ("autoimmune disorder") and helicobacter infection ("infection (other)-describe h. Pylori") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, dysmenorrhoea, back pain, depression, mood swings, autoimmune disorder, irritable bowel syndrome, helicobacter infection, multiple allergies, arthralgia and abdominal pain upper outcome was unknown and the fatigue, alopecia, migraine, headache, gastrointestinal disorder, nausea, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, helicobacter infection, hormone level abnormal, irritable bowel syndrome, migraine, mood swings, multiple allergies, nausea, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), chronic pain, pelvic/abdominal pain, back pain, general. Abnormal. Bleeding, lupus, psych injury, fatigue, hair loss, migraine, headaches, gi, conditions, nausea, hormonal changes, weight gain. Trailing coils noted: left 2. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: new events were added: lot number were added. Device breakage, mood swings, autoimmune disorder, ibs, infection (other)-describe h. Pylori, allergies, joint pain, stomach pain. Reporter information were updated. Patient history, concomitant drugs, lab data and event onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pelvic pain female / chronic pain') in a 38-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. Current weight 269 lbs. Concurrent conditions included chronic kidney disease since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, eye infection since 2014, sleep apnea since (B)(6) 2014, breast infection since (B)(6) 2010, diabetes since 2009 and asthma since 2009. Concomitant products included adalimumab (humira) from (B)(6) 2016, amitriptyline since (B)(6) 2017, buprenorphine hydrochloride (belbuca) from (B)(6) 2015, cyanocobalamin (b 12) from 2010 to 2011, dicycloverine hydrochloride (bentyl) (B)(6) 2014, doxepin from march 2015 to march 2017, furosemide (lasix) since 2015, gabapentin since 2009, ibuprofen from 2013 to 2014, insulin aspart (novolog) since 2015, insulin glargine (lantus) since 2015, liraglutide (victoza) from 2013 to 2014, lisinopril from 2012 to 2013, ondansetron (zofran) since (B)(6) 2016, pregabalin (lyrica) from 2015 to 2017, sulfasalazine (sulphasalazine) since (B)(6) 2015 and sumatriptan (imitrex) since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and multiple allergies ("allergies") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding."). In (B)(6) 2015, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), autoimmune disorder ("autoimmune disorder") and helicobacter infection ("infection (other)-describe h. Pylori") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, dysmenorrhoea, back pain, depression, mood swings, autoimmune disorder, irritable bowel syndrome, helicobacter infection, multiple allergies, arthralgia and abdominal pain upper outcome was unknown and the fatigue, alopecia, migraine, headache, gastrointestinal disorder, nausea, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, helicobacter infection, hormone level abnormal, irritable bowel syndrome, migraine, mood swings, multiple allergies, nausea, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), chronic pain, pelvic/abdominal pain, back pain, general. Abnormal. Bleeding, lupus, psych injury, fatigue, hair loss, migraine, headaches, gi, conditions, nausea, hormonal changes, weight gain. Trailing coils noted: left 2. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain'), genital haemorrhage ('general. Abnormal. Bleeding.') And systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, dysmenorrhoea, back pain and psychological trauma outcome was unknown and the fatigue, alopecia, migraine, headache, gastrointestinal disorder, nausea, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), chronic pain, pelvic/abdominal pain, back pain, general. Abnormal. Bleeding, lupus, psych injury, fatigue, hair loss, migraine, headaches, gi, conditions, nausea, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: case became incident. Event injury was updated as dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), chronic pelvic pain, chronic abdominal pain, back pain, general. Abnormal. Bleeding, lupus, psych injury, fatigue, hair loss, migraine, headaches, gi conditions, nausea, hormonal changes, weight gain. Patient date of birth added. Lab data added. Essure removal date was added. Reporter causality comment was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.